Manufacturer narrative:
Information received from the reporter does not confirm actual devices lot/batch number.(B)(6). (B)(4).

Event description:
On (B)(6) 2008 a shoulder arthroscopy surgery was performed on a female patient. The patient suffered after some time under severe pain. A second surgery took place on (B)(6) 2015 and carried out in the (B)(6). During this surgery a free floating plastic part of the implant was found in the shoulder joint. Additional reports state that damage occurred on the chondral.

Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).